Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for the results of our investigation. (B)(4).

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported to us through retrospective clinical trial that patient received remedial therapy of cefadroxil 500mg for 10 days due to cellulitis of the left knee, post tka. Event was resolved on (B)(6) 2016 and its severity was deemed as mild.